Event description:
It was reported that a flo-gard infusion pump had a damaged battery. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection, functional testing, battery testing, and a service history review were performed. The visual inspection did not identify any damage to the battery. Battery testing was performed and the device passed. Functional testing was performed with no battery issues noted. A service history review revealed that no previous service events were related to the reported condition. The reported condition was not verified. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.